Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, g7, h2, h6 (type of investigation, investigation conclusions), h11 corrected field: d4 lot# and UDI#, d9, e1(event site telephone no.) No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID#(B)(4).

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d10.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h6 (type of investigation,investigation findings), h11.corrected field: h6 ( investigation conclusions),d9 device available for evaluation.the product was returned with the membrane completely unfolded. Blood was observed on the exterior, interior of the iab and inside the inner lumen. One kink was observed on the catheter tubing approximately 34cm away from the iab tip. The extender tubing, pressure tubing, extracorporeal tubing and three-way stopcock were returned for eval. A clot of blood was found inside of the balloon membrane and was sent to merrimack for a blood ID test to identify if the clot is human blood or a foreign object. The analytical report for the sample came back positive as human blood by both the screening and confirmation test and the results are attached to the complaint¿s investigation..we are unable to confirm the reported failure by the evaluation. The foreign object the customer asked to be inspected was sent to merrimack for testing and the analytical report for the sample came back positive as human blood by both the screening and confirmation test. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event.the failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields: b4, d8, g3, g6, h2, h6 (investigation findings), h11. The product was returned with the membrane completely unfolded. Blood was observed on the exterior, interior of the iab and inside the inner lumen. One kink was observed on the catheter tubing approximately 33.7cm away from the iab tip. The extender tubing, pressure tubing, extracorporeal tubing and three-way stopcock were returned for eval. A clot of blood was found inside of the balloon membrane and was sent to merrimack for a blood ID test to identify if the clot is human blood or a foreign object. The analytical report for the sample came back positive as human blood by both the screening and confirmation test and the results are attached to the complaint¿s investigation. The iab was inspected visually for any leaks and no perforations were identified during the visual inspection, a significant portion of the membrane had been cut before it came in for investigation. We are unable to confirm the reported failure by the evaluation. The foreign object the customer asked to be inspected was sent to merrimack for testing and the analytical report for the sample came back positive as human blood by both the screening and confirmation test. The challenge of removing the iab from the patient is most likely because of the presence of blood in the membrane made the removal difficult. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Complaint ID: (B)(4).

Event description:
N/a

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided, we will send a supplemental report with our additional findings. Due to characters limitations, e1 (event site name) is (B)(6) hospital. Record ID - (B)(6).

Event description:
It was reported by the customer during transray plus 35cc intra-aortic balloon (iab) catheter removal which was inserted femoral, there was some resistance and found a foreign object in the balloon of the product, so the customer observed it and checked the iabp (cardiosave) that they were using, considering the possibility of a blood clot, but no blood was found to have entered the driver. The patient's condition after the product was removed is normal and there are no problems.